Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads have completely fallen apart, and actually did so in mouth [device breakage]. Don't think it (toothbrush head) can be genuine due to the very poor. Quality [suspected counterfeit product]. No adverse event [no adverse event] . Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown; the oral-b precision clean brushheads had fallen apart in her mouth. The consumer mentioned that she did not think the product was genuine due to the very poor quality. No symptoms developed.

Manufacturer narrative:
09-jul-2015 product investigation results: reporter returned oral-b brushhead. Toothbrush head confirmed to be counterfeit.

Event description:
Brushheads have completely fallen apart, and actually did so in mouth [device breakage]. Don't think it (toothbrush head) can be genuine due to the very poor quality [suspected counterfeit product]. No adverse event [no adverse event]. Product confirmed counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown; the oral-b precision clean brushheads had fallen apart in her mouth. The consumer mentioned that she did not think the product was genuine due to the very poor quality. No symptoms developed. (B)(6) 2015 product investigation: toothbrush head confirmed to be counterfeit.